Event description:
A retailer notified us that one of its customers is alleging that a humidifier caused a fire and damaged a surge protector, lamp, phone and flooring. There was not a report of injury with this claim.